Event description:
On 4/24/91 pt returned to dr. Experienced infection, pain, swelling, numbness in right implant (breast), 102 degree temperature, hardening of right breast and chest pain in sternum area. Pt was prescribed antibiotics and pain pills and returned to dr for f/u. There is a deformity in right breast from implant.